Event description:
The customer reported that the device failed the opcheck (pads/ECG cable and charge button failures). No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the opcheck (pads/ECG cable and charge button failures). No pt involvement was reported. The device was evaluated at philips. The device passed all testing. Errors in the dumplog support that an opcheck failure occurred. However, the symptom could not be duplicated. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.